Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer need to be replaced. A field service engineer verified the issue, and the customer confirmed that the drawer was working properly. The only concern identified was that the inner plastic needs replacement. The customer was advised to order the inner plastic through their sales representative. No defects or delays were observed in the device, and it continues to function properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the medication was broken, leaving residue and glass fragments in the bottom of the drawer. The customer stated that matrix drawer was required to be replaced. There were no adverse events or injuries reported based on this event.